Manufacturer narrative:
Date sent: 08/27/2009. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported consumer that the device was implanted in early 2009 and when she went in to have a fill, the restriction made her feel that she could not swallow and eat or drink anything. Then two and a half months later, she returned to the office and the physicians assistant attempted to remove some fluid and the doctor thinks that the port was missed and punctured the tubing near the port. An attempt to find the port was made by another doctor, and it took him three attempts to find the port and extract the fluid. A revision surgery to repair port approx two months later. There were no pt complications. The pt reports that she is doing fine.